Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record. Device history lot sterile-part. Part: 412.213s. Lot: 6l50149. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 17. Dec. 2019. Expiry date: 01. Nov. 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile-part. Part: 412.213. Lot: 5l97794 . Manufacturing site: (B)(4). Release to warehouse date: 12. Sept. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient fractured her left femoral neck bone and on (B)(6), she underwent open reduction internal fixation surgery with the fns in question. The fracture type was garden3. 2 weeks after the surgery, on (B)(6), the surgeon confirmed by cr that the varus progressed, but he followed up her. On (B)(6), the surgeon confirmed by cr that the cut-out occurred. The patient will undergo the removal of fns and bha surgery on (B)(6). The surgeon commented that he should have performed bha surgery initially considering the fracture type. No further information is available. Concomitant device reported: lockscr ø5 self-tap l38 tan, (part # unknown, lot # unknown, quantity 1), antirotscr f/fem neck syst f/construct l, (part # unknown, lot # unknown, quantity 1), pl 1-ho f/fem neck syst tan, (part # unknown, lot # unknown, quantity 1), bolt f/fem neck syst f/construct length, (part # unknown, lot # unknown, quantity 1). This complaint involves four (4) devices. 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This report is for one (1). This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
5/28/2020 update: re-operation was completed successfully on (B)(6) 2020.